Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, a scratch was observed on the optical part after implantation. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information received stating that there was no patient harm

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was cut in half, typical of insertion and removal. Both cut optic portions have small scratches and cracks. Product history records were reviewed, and the documentation indicated the product met release criteria. The file indicated the use of a non-qualified viscoelastic. It is unknown if a qualified company a cartridge and handpiece were used. The reported lens damage was observed. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The file indicated the use of a non-qualified viscoelastic. It is unknown if a qualified monarch a cartridge and handpiece were used. The instructions for use (IFU) instructs that aa company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).